Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
Additional information later received reported a motor stall due to an MRI and the stall did not recover. The pump was in stopped state. It was also noted that there was a tube set message after the stall. No patient symptoms reported. The pump was replaced. The patient status at the time of the report was indicated as alive, no injury. The patient was now receiving effective therapy.

Event description:
The patient came into the ER (emergency room) on the date of this report as the pump was alarming. The pump was interrogated and the logs read motor stall. The pump was set to minimum rate. The patient was to follow-up with his pain physician on (B)(6) 2015. The patient was undecided on how he wanted to proceed; they were waiting for the patient to decide if he wanted an explant or a replacement. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering hydromorphone and bupivacaine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).